Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the t-conn w/ll & 1 vlv port experienced flow issues, check valve malfunction, and was clogged. The following information was provided by the initial reporter: valve malfunction, unable to inject.

Manufacturer narrative:
H6: investigation summary: a 20041e product was not available for investigation; however the customer indicates that the extension set was identified to be fully occluded upon attempts to prime the set. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. CAPA 1998036 has been initiated. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 20041e product.

Event description:
It was reported that the t-conn w/ll & 1 vlv port experienced flow issues, check valve malfunction, and was clogged. The following information was provided by the initial reporter: valve malfunction, unable to inject.